Manufacturer narrative:
(B)(4). The device is not sold in the us. However, similar device is sold in the us. The device sample was received by the manufacture, but the investigation is incomplete at the time of this report. Initial triage inspection of the device indicates a kink.

Event description:
The customer alleges that the guidewire tip has a different shape than usual. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. No other components were returned. Visual examination of the guide wire revealed four kinks throughout the wire and the j-bend is opened. Microscopic examination confirmed the four kinks and opened j-bend. Microscopic examination also found that both welds were full and spherical. No separations or offset coils were observed. The kinks were measured at 3.0, 25.4, 27.3, and 55.5 cm from the distal weld. The returned guide wire was within specification for length and od. The device history record review was performed on the guide wire, the introducer needle, the arrow raulerson syringe, and catheter with no relevant findings. The reported complaint of the guide wire became kinked during use was confirmed through visual inspection of the returned sample. Four kinks were observed in the returned guide wire. A DHR review did not reveal any manufacturing related issues. Since the guide wire is always used with another component such as an introducer needle, ars syringe, or catheter, and none of these components were returned, the probable cause of this issue could not be determined. Other remarks: a conclusion code could not be found as the complaint was confirmed; however, a root cause could not be determined.

Event description:
The customer alleges that the guidewire tip has a different shape than usual. No patient harm reported.